Manufacturer narrative:
Block b3: exact date unknown, event occurred several years from the date manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 20090253.

Event description:
It was reported that the patient was experiencing inadequate stimulation and difficulty charging the ipg. The patient also has a small frame and the ipg site was uncomfortable. The patient underwent an explant procedure. All explanted devices will not be returned.